Manufacturer narrative:
(B)(4). Report source ¿ foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that: the ceramic femoral head fractured 3 weeks postop, the complication required revision surgery. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirms a fractured ceramic head. The picture shows the head is broken in half through the taper. Multiple fragments of ceramic are present within the picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.